Event description:
A healthcare professional (hcp) reported that a patient was injected in the full face except nose with 4 ml of skinvive¿ by juvéderm® and the hcp noticed an area of bruise and possible surrounding blanching. The hcp applied a warm compress and capillary refill which seemed to normalize it. The next day the hcp noted a possible reticularis livedo, so the hcp decided to hylase the entire area and a warm compress was once again applied. The patient was also prescribed augmentin, prednisone, aspirin and omeprazole. The hcp will be monitoring this case on a regular basis. This was the initial use of the syringe and the packaged needle was used. Additionally, the hcp reported that the patient seems to be doing better. The patient had some numbness previously, but it has been resolved. Also, the redness in the affected areas is coming down. The hcp hylased the patient again recently and they will be coming back for another appointment.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.